Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and reported that he found minimal condensation inside the unit. The fse performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use.

Event description:
It was reported by the customer that an unusual amount of condensation build up was observed in the lines when the cs300 intra- aortic balloon pump (iabp) was powered on. This event occurred after the unit was removed from a patient, thus there was no patient involvement or adverse event reported.